Event description:
A hosp in another country reported to our distributor that the heater wire alarm on an rt204 adult breathing circuit sounded during use because the inspiratory tube was an open circuit. The customer reported that the problem was solved by replacing breathing circuits. No pt consequence was reported.

Manufacturer narrative:
Method: the resistance was tested. Results: the resistance was found to be higher than the limit allowed. Conclusion: the high resistance was causing the heater wire alarm to sound. Our monitoring and trending for this type of event has a rate of occurrence worldwide for the last year of 0.00158%.